Manufacturer narrative:
Inspected 1 opened or used partial sensor and performed visual inspection and found sensor cannula retracted inside the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Missing 1 needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode part of the reported sensor was not found. The customer¿s blood glucose was unknown at the time of the incident. The sensor will be returned for analysis.